Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified proximal superficial femoral artery. A 3.0mmx60mmx135cm and a 4.0mmx60mmx135cm sterling balloon catheters were used for dilatation. However, during first inflation at 6 atmospheres, both balloons ruptured. The procedure was completed with a different device. No patient complications were reported.